Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the battery indicator began to appear. The patient stated that he manages his diabetes with a combination of self-adjusted insulin (novolog and toujeo) and symlinpen 60. The patient claimed he continued to follow his usual diabetes management routine when he stopped using the device due to the alleged issue. The patient reported that an unknown time after the alleged issue started, he developed symptoms of ¿shaking, sweating, dizziness¿ and became ¿incoherent and confused.¿ the patient claimed his wife treated him with juice in response to the symptoms. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that based on the information provided, the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.